Event description:
A physician was trying to resuscitate an asystolic patient. Medications were given, defib pads and a 5-lead ECG cable was used on the patient. The physician reported a "failure message" while trying to initiate demand pacing. "Leads off" messages were seen. He reported that the ECG and pads were checked several times and all parts were connected to the patient and to the device. They then switched to a different mrx defibrillator to deliver therapy.